Event description:
It was reported "it was reported "presented bleeding from the device's ostium, bleeding that extended to the protective sheath (condom), causing a loss of barrier, implying an infectious risk to the patient and requiring device replacement" additional information states that the catheter was removed and replaced. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The product was not returned for investigation. The customer submitted photo was reviewed and showed dried/liquid blood on the patient body, iabc catheter and the sheath hub. A device histo-ry record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint for "bleeding from the device's ostium" is not able to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action is required at this time. The reported complaint will be monitored for any develop-ing trends.

Event description:
It was reported "it was reported "presented bleeding from the device's ostium, bleeding that extended to the protective sheath (condom), causing a loss of barrier, implying an infectious risk to the patient and requiring device replacement" additional information states that the catheter was removed and replaced. No patient injury or consequence reported. The patient's current condition is reported as "fine". Please see associated MDR# 3010532612-2026-00200.